Event description:
On 05/08/2025, an arthrex subsidiary employee reported via email that an ar-3636 knotless 1.8 fibertak soft anchor got stuck, and the thread no longer slides. The product was removed from the body and discarded. The case was completed with another ar-3636 knotless 1.8 fibertak soft anchor. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 05/29/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: the complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Additional information: b5, g3.

Event description:
Additional information was received on 06/02/2025: this occurred during a glenoid labrum repair on (B)(6) 2025. There was no case delay or added anesthesia administered. No adverse effects were reported due to the issue.